Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated catheter was used in a rhythmia mapping and ablation procedure. It was noted that the catheter could not reach the desired area into the coronary sinus. The physician commented that the catheter is too rigid and not flexible enough. The physician could not perform the ablation in the coronary sinus. The procedure was canceled due to this event. No patient complications were reported. The device is not expected to be returned for analysis.